Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl. At the time of the report the customer had not yet taken action to address the bg level. The customer reverted to an alternate method of insulin therapy.